Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On (B)(6) 2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to clean the large syringe lead screw which corrected the issue. No further issues were reported and no further action was required by field service. The most probable cause of the reported event was due to a dirty large syringe lead screw.

Event description:
On (B)(6) 2017, the customer reported receiving a "706 syr l error" with their g7 analyzer. Technical support (ts) instructed the customer to clean and lubricate the guide rail and drive gear and to call back with any issues. The customer called back stating that she was able to run quality control (qc) and a few specimens; however, the error returned. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.